Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8079098. Our records have identified a trend in the batch of intima-iis. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample could not be secured for our investigation. Our investigators noted previous investigations show that through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA (B)(4) to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that blood leaked through the bd intima-ii¿ closed IV catheter system junction during use due to a crack in the adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found blood leakage at catheter junction, checking then finding adaptor crack."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked through the bd intima-ii¿ closed IV catheter system junction during use due to a crack in the adapter. The following information was provided by the initial reporter, translated from chinese to english: "it was found blood leakage at catheter junction, checking then finding adaptor crack."